Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she has been experiencing high and low blood glucose levels from 50 mg/dl to over 400 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for high and low blood glucose and found that drive support cap was normal. Customer declined to troubleshoot further and will call back at a later time. No further information was given.